Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, the customer loads cartridges with cold insulin. Tandem technical support reminded this was off label. Additionally, it was reported that pump touchscreen was intermittently unresponsive. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.